Event description:
It was reported that this pacemaker exhibited premature battery depletion due to increased power consumption. Device data was sent to engineering for review. Data analysis confirmed this device exhibited depletion consistent with that of capacitor degradation and recommended device replacement. Currently, this device remains in service. No adverse patient effects were reported.